Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The bags were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four to five exactamix 2000 ml eva tpn bags were leaking from small pinholes in the corners of the bags. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.